Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-01448.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400''s (pc400''s) and a px slim delivery microcatheter (px slim). During the procedure, the physician decided to retract the pc400 due to incorrect sizing; however, upon retraction, the pc400 became stuck in the px slim. The physician then removed the px slim to remove the stuck pc400 and noticed that the tip of the px slim had an accordion-like compression damage. Therefore, the procedure was completed using a new px slim and additional pc400s. It should be noted that the physician used a rotating hemostasis valve (rhv) and maintained a continuous flush during the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the px slim delivery microcatheter (px slim) was kinked and ovalized in multiple locations throughout its length. Conclusions: evaluation of the returned devices revealed that the px slim was kinked and ovalized in multiple locations throughout its length. This damage may have occurred due to forceful manipulation of the px slim during advancement or positioning within patient anatomy. The damage observed on the px slim likely contributed to the pc400 becoming stuck inside the px slim during the procedure. Further evaluation revealed that the pc400 could be advanced through a demonstration px slim without an issue. The pc400 pusher assembly was bent in multiple locations. This damage may have occurred due to forceful manipulation of the pc400 after it became stuck in the px slim. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.